Event description:
The customer reported a bad power cord and surge suppressor went bad during pm. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power cord and surge suppressor. System operates as intended.